Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was not treated with antibiotics for the events; however, the patient received heparin injection (2000iu, once daily, intraperitoneal, ongoing). At the time of this report, the suspected peritonitis outcome was unknown. The patient recovered from cloudy effluent and fever. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and h6. B5: upon follow up, it was reported that the previously reported peritonitis was not confirmed and the patient experienced cloudy pd effluent and fever. Heparin was discontinued. At the time of this report, the patient was recovered from cloudy fluid and fever. Should additional relevant information become available, a supplemental report will be submitted.